Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a video was provided. Upon visual inspection of the video, the device was turned on and worked for a few seconds, then the device suddenly shut down itself. A manufacturing record evaluation was performed for the finished device 2111d28 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the video, this complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device needs to be received in our service center in order to perform an evaluation. Hands on analysis will provide enough evidence to determine why the customer experienced the failure at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during device installation (without use), when the device was connected to the camera or light guide bundles, the device would shut down automatically. According to the report, when the light source was turned on, the device would shutdown again. It was reported that the issue of shutdown occurred repeatedly during the installation. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.